Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed.the research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr].it was reported that on (B)(6) 2015 a 19mm trifecta valve was implanted in a patient with a past medical history of aortic valve disease and whipple's disease endocarditis on the native valve. On (B)(6) 2021, cardiac decompensation and rhabdomyolysis on non-obstructive pyelonephritis was observed. Follow-up of the patient without complication was performed and medication was administered. The patient status is unknown. No additional information was provided.

Manufacturer narrative:
As reported in a research article, about 6 years after the valve was implanted cardiac decompensation and rhabdomyolysis on non-obstructive pyelonephritis was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.